Event description:
It is reported that while in the operating room, the catheter was placed and medications were delivered through the spinal needle, however, the meds did not go through the needle. The epidural catheter was re-placed midline at l2-l3. Again, they were unable to administer meds via the catheter due to resistance. The patient (pt) was placed in left lateral decubitus position and the untapped epidural catheter was withdrawn 1cm; originally it was affixed at 14cm and adjusted to 13cm. The adjustment did not help. The pt was switched to general anesthesia. At the end of the surgical case, the pt was positioned in left lateral position for catheter removal. The physician claims that he did not use any excessive force and that the catheter simply came out. A cat scan was performed: significant calcification of the spinal processes and severe osteoarthritis was noted. The neurosurgeon felt the separation of the catheter was due to spinous process. Determination was made to leave the catheter tip in place. It is located in the foramen. The pt was an (B)(6) female with a diagnosis of severe osteoarthritis and degenerative joint disease of the knee.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.